Event description:
It was reported the pt went on vacation shortly after implant. The pt traveled long distance in a car, sitting a long time with pressure and no relief. The implant site had not healed adequately. The pt experienced erosion at the neurostimulator site. The pt was directed to contact their health care professional and the ER. The device was removed.

Manufacturer narrative:
.